Manufacturer narrative:
The reporter's meter and test strips were provided for investigation where they were tested using retention controls. Testing results: qc 1: 3.0 inr, qc 2: 3.0 inr, qc 3: 2.9 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages. Relevant retention test strips (lot 368877) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation determined that the time and date were not set correctly in the customer's meter. Per product labeling, coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a questionable inr result for 1 patient from a coaguchek xs meter serial number (B)(4). The laboratory reagent was asked for but not provided. At 10:42 am the result from the meter was 3.6 inr. At 10:42 am the result from the laboratory was 2.6 inr. The patient's condition was "stable". The patient's therapeutic inr range was asked for but not provided.